Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction.¿ number 1 states, "material sensitivity reactions." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2015-05178 / 05179 / 05180).

Event description:
It was reported that patient underwent left total knee arthroplasty on (B)(6) 2014. Patient experienced a quad muscle tear eight weeks post op; however, the event was not related to implants. Patient underwent a procedure to repair the tear. Subsequently, patient was revised on (B)(6) 2014 due to instability. The bearing was removed and replaced. Patient reports experiencing pain and draining fluid. It is further reported that patient may have a metal allergy. No further information has been provided. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2015-05178-1 / 2015-05179-1 / 2015-05180-1 / 2016-00295).